Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an aortagram of the lower extremity a flexor ansel guiding sheath was found to leak. The user was threading a catheter through the wire when the blood started to leak from the connection point of the sheath and introducer. The device was then removed, and another device was used to complete the procedure. No portion of the device was left inside the patient. This did not result in any additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The complaint device was returned to cook for investigation. From the device analysis, a leak was confirmed at the extension tube and hub connection, and a hole/tear was found, causing the leak. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. From the information provided upon review of the dmr, DHR, dhf, IFU, and returned device, cook concluded that the device was manufactured to specification, and that there are no nonconforming devices in-house or out in the field. The product IFU states: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to the failure mode. At this time, there is no indication that a manufacturing issue caused or contributed to the failure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: medical assistant. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an aortogram of the lower extremity a flexor amsel guiding sheath was found to leak. The user was threading a catheter through the wire when the blood started to leak from the connection point of the sheath and introducer. The device was then removed and another device was used to complete the procedure. No portion of the device was left inside the patient. This did not result in any additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence.